Manufacturer narrative:
In the case description, the user mentioned that when using the iphone app, the system dumped insulin unexpectedly. Review of the insulet cloud system found that the iphone serial number was used between (B)(6) 2025 and (B)(6) 2025 before use stopped until (B)(6) 2025, after the date of occurrence and awareness. Cloud data for the period of (B)(6) 2025 - (B)(6) 2025 was downloaded and reviewed. Review of the data found that the iphone app was set up with a manual basal program of 2 u per hour, which is higher than the 0.2 u per hour that was set up on the user's previous lockdown controller. This 2 u per hour basal rate resulted in an initial total daily insulin (tdi) of 96 u per day, which is higher than the previous controller's last tdi, which was 11 u per day. The tdi is the basis for the automated mode adaptive basal rate and so a higher tdi results in a higher adaptive basal rate and more automated basal insulin delivered. The patient history buffer (phb) data showed that, while in automated mode, the automated algorithm was able to appropriately adjust the microbolus amounts based on the estimated glucose values and user inputs. While in manual mode, the system correctly delivered the user's manual basal program. This manual basal program was updated to 0.2 u per hour at 18:23 on (B)(6) 2025. The data showed that only 6 boluses were delivered during this period, with the largest bolus being 2.4 u. No evidence of the boluses being unexpected or uncommanded was observed in the available data. No evidence of an over delivery of insulin or an uncommanded bolus was observed in the available data.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm or determine the root cause of the reported event. Cloud - locked down/smartphone lockdown. Cloud - omnipod 5 software app version 3.1.1. Cloud - operating system n5004l-am-q-mv01602-06-01.06. Cloud - hardware n5004l. Cloud - cgm sensor type g7. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported that while using the omnipod 5 app on their iphone, it "dumped" a significant amount of insulin into their system. This caused their blood glucose levels to drop to 40 mg/dl. The patient stated they administered several glucagon injections for treatment. They also mentioned that they stopped using the omnipod 5 app and have switched to the omnipod 5 personal diabetes manager.